Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: stress and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the endoeye flex deflectable videoscope to the service center for a separate issue. During the device analysis, it was indicated a peeled adhesive around the objective lens and a scratched metal section at the distal end were found. There was no patient involvement.